Manufacturer narrative:
Correction: common device name: microbial specimen inoculation/streaking instrument.

Event description:
It was reported that while using a bd kiestra¿ inoqula+¿ tla an anomaly is present in inoqula/ inoqula+ software version 20.3. During the investigation into this issue, through automated log-file analysis mis-associated plates/specimens were discovered. Customers have been informed about the events, including ids and accession ids that were mis-associated.

Manufacturer narrative:
Field correction initiated on 26july, 2019. CAPA# (B)(4) has been opened to further investigate this issue. An anomaly was discovered in inoqula software (B)(4) that had the potential to cause a mismatch between a specimen and plate. The mismatch could happen when the following conditions occur together. Inoqula hardware is not operating, such as during a power outage. Pipette has already drawn a specimen waiting to be dispensed on a plate, and user selects the ¿reset¿ function from the system menu. An immediate update to the software was made and validated. All impacted customers were provided with the update and information on any mis-associated data in their system. This was done via a recall and an 806 form was submitted on 5 august, 2019.

Event description:
It was reported that while using a bd kiestra¿ inoqula+¿ tla an anomaly is present in inoqula/ inoqula+ software version (B)(4). During the investigation into this issue, through automated log-file analysis mis-associated plates/specimens were discovered. Customers have been informed about the events, including ids and accession ids that were mis-associated.